Event description:
Patient reported right side deflation. Device remains implanted.

Event description:
Patient reported, right side deflation. Device remains implanted.

Event description:
The device has been explanted.

Event description:
Patient reported right side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation-breast: observed, more than three openings were assessed as surgical damage and one opening assessed as unidentified (tear) opening. Additional observations: (B)(6) striated is observed assessed as surgical tool scratch like. No further actions are required since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side deflation. Device remains implanted.